Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during procedure. According to the complaint, during preparation, the balloon was inflated and burst outside the patient. Another cre balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during procedure. According to the complaint, during preparation, the balloon was inflated and burst outside the patient. Another cre balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
(B)(4). The balloon burst while it was inflated outside the patient during preparation for the procedure. The dfu for this product clearly states: ''do not preinflate, pretest balloon, or attempt to refold balloon into protective sleeve.'' In the case of this complaint this instruction was not followed. Investigation results: visual analysis of the returned device found no issues with the catheter portion of the device. Functional analysis showed that the balloon to be burst near the distal tip. The investigation concluded that balloon damage was due to contact with sharp exterior source during preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.